Manufacturer narrative:
A partial lead measuring 6.5 cm from the connector portion was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. The cause of death was reported to be acute myocardial infraction. There is no known allegation from a health professional that the death was related to the device. No further information is available.